Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer's parent reported via phone call indicating physical damage on the customer's insulin pump. The patient's blood glucose level was unknown at the time of the call. The caller stated that the insulin ump may have been thrown and does not work. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump was received with a missing and detached end cap. Unable to verify the loose drive support cap due to the missing and detached end cap. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, and a missing end cap.